Manufacturer narrative:
The complaint of device found in backup mode was confirmed. Analysis of device image indicated that backup occurred due to reset errors within the xena integrated circuit (ic). This malfunction is consistent with a xena ic cold temperature sensitivity.

Event description:
It was reported that the pacemaker was found in the back-up mode upon review before the implant procedure. No patient was involved.